Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of generalized weakness. Intermittent atrial undersensing was observed on stored electrograms (egm) for the right atrial (ra) lead. High thresholds were also noted on the ra lead. The lead remains in use. No further patient complications have been reported as a result of this event.